Manufacturer narrative:
Patient reported itching, scars, sores under and around adhesive after the sensor gets wet. Patient reported having a couple of scars. No discomfort at this time. She stated she has had this issue since starting the sensor (B)(6) 2031. She stated she is going to the see a medical doctor (md) for the issue, because the irritation has been an ongoing issue. Description of medical intervention: patient saw the (md) about the reactions. No information about a specific sensor associated with the visit. Date of medical intervention: (B)(6) 2013 current condition of patient: patient is reported to be okay.

Event description:
Patient contacted dexcom to report irritation and scars.